Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked and bleeding lcd glass and minor scratches on display window noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the display was cracked. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.